Event description:
2023-apr-12 00765563 (hcp, rep): medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar pr ocedure. It was reported that during the second spin, the gantry shook and made a loud noise, causing an early termination of the 3d spin. Despite the early termination, the scan still forwarded to navigation system. The accuracy was claimed to be about 2 mm off. The surgeon decided to re-spin, and despite the shaking and the noise not repeating, the accuracy was still 2 mm off for the remainder of the case. However, the surgeon decided to continue the case even though he was aware that the spins were consistently 2 mm off. Troubleshooting was later done, and out of three spins, the first did not shake or make a loud noise, and was inaccurate. The second and third spins made a sound and shook the gantry, and was still inaccurate. There was no delay in surgery. There was no impact on patient outcome. (B)(6) 2023 e1 (rep): no new information. 2023-may-05 e2 (rep): no new information. 2023-may-08 e3 (rep): no new information.

Manufacturer narrative:
Product analysis #288434681:2023-04-17 21:40:08 cdt webmremotews sfdcmnav product analysis task update workordername : (B)(4) analysis summary text : accurate navigation on o-arm image p/f: pass action/resolution: removed magnets stuck on track and performed a system checkout. O-arm operational. Cable grade: a contact: (B)(6)demo/eval unit: false hardware p/f: pass imaging modalities p/f: pass inspection and operational tests p/f: pass instruments p/f: pass is mechanical inspect failure resolved?: yes mechanical inspection failure: rotor mechanical inspection p/f: fail mechanical inspection summary of failure: rotor jams up when taking a 3d spin. Magnets on cable track fell of and stacked together. O-arm image transfers to stealth p/f: pass record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: no were hardware parts replaced?: no less than 0.44: <(><<)>(><(><<)><(><<)>)>img src="/servlet/servlet.filedownload?file=0156u000000auhq" alt="yes" style="height:16px; width:48px;" border="0"/> shoulder type: type 2 (B)(6) 2023 17:41:45 cdt webmremotews sfdcmnav product analysis task update workordername : (B)(4) analysis summary text : demo/eval unit: false does this result in a complaint?: no hardware p/f: pass instruments p/f: pass record type: other site visit (closed) software p/f: pass status: completed type of visit: other meeting was stealth autoguide involved?: no less than 0.44: <(><<)>(><(><<)><(><<)>)>img src="/servlet/servlet.filedownload?file=0156u000000auhq" alt="yes" style="height:16px; width:48px;" border="0"/> shoulder type: type 2 notes title: ojt with (B)(6) created date: 4/17/2023 2:26 pm note: saddleback memorial. O-arm check out and nav accuracy check out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) device evaluation: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the rotor jammed up when taking a 3d spin. Magnets on cable track fell off and stacked together. The magnets stuck on track were removed. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H2) additional information: a1-a4 updated. D9 updated. H3, h6: logs have been returned to medtronic for analysis, but analysis was not complete. B21, c21, d16 are applicable. H3) correction: additional codes img/annex g code updated to reflect g07001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please disregard all information on supplemental MDR #: 3006544299-2023-00202 follow up#: 003. This MDR was submitted by accident. Additional information: it was determined this issue was not a software issue. The software was functioning as designed. B01, c19, and d14 are applicable medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version: 4.2.1, ubd: , UDI#: ; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that during the second spin, the gantry shook and made a loud noise, causing an early termination of the 3d spin. Despite the early termination, the scan still forwarded to navigation system. The accuracy was claimed to be about 2 mm off. The surgeon decided to re-spin, and despite the shaking and the noise not repeating, the accuracy was still 2 mm off for the remainder of the case. However, the surgeon decided to continue the case even though he was aware that the spins were consistently 2 mm off. Troubleshooting was later done, and out of three spins, the first did not shake or make a loud noise, and was inaccurate. The second and third spins made a sound and shook the gantry, and was still inaccurate. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
No products have been received by the manufacturer for analysis. B17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.